Manufacturer narrative:
Review of complaint activity determined that there was increased complaint activity for the architect total b-hcg, lot 92046ui00. Tracking and trending report review for the architect total b-hcg assay identified a non-statistical trend for the customer issue. Testing was performed using an in-house retained kit of lot 92046ui00 and found that all specifications were met, indicating the lot is performing acceptably. Product quality history for the likely cause lot was reviewed and no issues were identified. Labeling was reviewed and adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg assay was identified.

Event description:
The customer reported false elevated architect total b-hcg results were generated for a patient. The customer stated sid (B)(6) generated an initial result of 1622.03 miu/ml, with a repeat result of <1.2 miu/ml. No impact to patient management was reported. Update 10jun2019. Additional information received from customer. The customer provided information on a second patient. The customer stated that sid (B)(6) (44 year old female) had an initial architect total b-hcg result of 1236.31 miu/ml with a retest result of <1.2 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
New information was recieved on 10jun2019: the following sections were updated: patient information: changed from (B)(6) to multiple = sid (B)(6) and sid (B)(6). Age at time of event= sid (B)(6) (age not provided) and sid (B)(6) (44 year old). Sex= sid (B)(6) (sex not provided) and sid (B)(6) (female) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Patient identifier= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported false elevated architect total bhcg results were generated for a patient. The customer stated sid (B)(6) generated an initial result of 1622.03 miu/ml, with a repeat result of <1.2 miu/ml. No impact to patient management was reported.